Event description:
Revision surgery was reported.

Manufacturer narrative:
A review of the reported complaint found the complaint to be a duplicate. Report number 1020279-2014-00649 was previously filed for this event.